Manufacturer narrative:
The investigation into the battery pack associated with this complaint is underway and the root cause is not currently known. Once the new battery was installed and a manual self test run the AED function as designed and could stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Evaluation of the battery pack confirmed the reported issue. The battery was found to have depleted prematurely due to depleted internal cells.